Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 03-june-2024, it was reported by the patient that two infusions set fell off, tape not sticking within one day of use. No further information was available.

Manufacturer narrative:
Device 2 of 2. Patient city: (B)(6).